Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus at the time of the event; therefore, the reported event could not be confirmed. The device was returned for the most recent event documented in related to patient identifier (B)(6). The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where there was a third-party lamp, rust on chassis and frame, rust on the top cover and the female connector is in poor condition.. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the device was not working properly, the device was restarted on the visera pro xenon light source during the surgery. There were no reports of patient harm or impact associated with the reported event. This report is related to patient identifier (B)(6).